Event description:
During the pulsed field ablation procedure, there was a procedural delay. The volt catheter could not be advanced through the sheath. The catheter was fully deflated prior to attempting removal. No issues were noted during the deflation process. The lpv and rspv were isolated, and for the ripv the volt catheter was retracted into the agilis sheath, the sheath was rotated toward the ripv, and the guidewire was advanced to position in the ripv. However, the volt catheter would not advance out of the sheath. The volt catheter and agilis sheath were replaced and the procedure was completed with no adverse consequences to the patient.